Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a skin reaction following sensor removal. Because the patient is nonverbal, she participated in the report via a three-way call with an interpreter. Around (B)(6) 2025, she completed her sensor session and removed the sensor. After removal, she observed a red bump at the needle insertion site. Over the next several days, the area developed progressive redness, swelling, fluid discharge, and an increase in the size of the bump, which became painful and tender. At the time of reporting, the affected area measured approximately 2 inches in diameter and was raised about half an inch. The patient indicated she had a physician appointment scheduled for (B)(6) 2026 at 10:30 a.m. On (B)(6) 2026, tech support followed up to assess her condition. She reported that during the (B)(6) 2026 visit, the physician evaluated the site but did not provide treatment or prescribe medication, instead scheduling a follow-up appointment for (B)(6) 2026. On (B)(6) 2026, tech support contacted her again. She confirmed that during the (B)(6) 2026 appointment, the physician performed an incision and drainage (I&d) procedure. However, as she was driving at the time of the call, she requested a callback to provide additional details about the visit. Multiple attempts were made to obtain further information, but no additional details were received. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.